Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation partially inserted through the full loader assembly.  A review of the imagery provided showed the balloon burst and balloon material appeared to be missing.  CT imagery of the patient anatomy was provided and revealed calcification was present. A ring of calcification is observed in the annulus.  Visual inspection was performed on the returned device and showed the following: balloon burst confirmed. Longitudinal tear ~1¿ in length that propagated to a partial radial tear. Oval-shaped balloon material missing from tear location; no kinks noted along the body.  Due to the condition of the returned device (balloon burst and balloon separated) no functional testing could be performed. The complaints were confirmed through visual inspection. Single wall thickness measurements proximal to the tear were measured and all measurements passed specifications. During manufacturing, the balloons are 100% inspected for any defects.  Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specifications.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional complaints for balloon burst and balloon separated.  A review of complaint history from (B)(6) 2018 to (B)(6) 2019 revealed additional similar returned complaints for the certitude delivery system (all models and sizes) for the complaint code balloon burst and balloon separated.  The complaints were confirmed, however, no manufacturing nonconformities were identified during the evaluation.  A review of complaint data revealed that the complaint rate did no exceed the (B)(6) 2019 control limit for the applicable trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints of balloon burst and balloon separated were confirmed based on visual inspection of the returned device. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. A detailed root cause analysis for similar returned balloon burst complaints have been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per report, the patient had ¿a ring of heavy and dense calcium,¿ which is supported by the provided images of the patient anatomy. As a result, patient factors likely contributed to the balloon burst. After the balloon bursts, the difficulty required to withdraw the catheter into the sheath and remove it from the patient can increase. The altered balloon profile can become caught during removal, requiring additional force in order to withdraw it completely. In some cases, this additional force can cause further damage to the balloon, and can even cause fragments of the balloon to separate. Per report, ¿upon inspection of the burst balloon it was noted that a section had become detached.¿ it is unknown where the balloon material is located; however, per report, it is thought that the ¿detached portion remains within the aorta or the left ventricle.¿ it is also possible that the balloon material detached during withdrawal and dislodged in the sheath housing and was not visible during inspection. As the sheath was not returned for evaluation, it is unable to confirm if the balloon material remained in the sheath. Regardless, the patient is recovering well and no adverse reaction to incident was reported. As a result, available information suggests that patient factors (calcification) contributed to the balloon burst, and procedural factors (retrieval of burst balloon) contributed to the balloon separation. Since no product nonconformance was confirmed, no IFU/training deficiencies were identified, and the occurrence rates did not exceed the respective complaint control limits, a corrective/preventive actions and a pra escalation are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6) upon inflation of the certitude delivery system balloon during deployment of the 23 mm sapien 3 valve, a balloon burst was noted. The tavr procedure was performed via transapical approach. Pre-tavr CT  showed a ¿ring of heavy and dense calcium¿ in the aortic annulus and it was decided to implant the valve at a lower position to avoid the calcification. This ring of calcium caused the balloon rupture.  Post deployment transesophageal echocardiogram (toe) assessment showed a well-placed and fully expanded valve with no regurgitation. Upon inspection of the balloon after removal through the certitude sheath, it was noted that a section of the balloon material had become detached from the balloon.  The sheath was flushed, but the missing material was not found.  This led the main operator to surmise that the detached portion remains in the patient.  No further imaging was done, as the balloon material is not radiopaque. There was no intervention performed.  The patient was hemodynamically stable throughout the procedure and post operatively. Per the latest report, the patient is recovering well and will be monitored closely.